Manufacturer narrative:
The product was not returned for analysis. No photo or video was returned. The root cause could not be determined for the reported anomaly that the lens appeared blue after implantation. The issue was not reported at the time the surgery occurred. On 02-apr-2025, the surgeon retroactively reported all company lenses from their surgical book. This covered a three-month period from (B)(6) 2025. This was a bulk complaint return involving products manufactured at two distinct company manufacturing sites, company cork and company hwv. By having two distinct manufacturing sites with different production timelines, the complaints are not considered to be associated with a single, site-specific manufacturing factor. A photo or video confirming the individual complaints was not provided. The surgery was completed without product replacement. The file will be reopened if new information or the sample is returned. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of lens during the intraocular lens (iol) implantation procedure, the iol looked blue immediately. The surgery was completed without product replacement. It was unknown whether these findings disappeared or continued. The lens remained implanted. There have been no reported health problems or harm to the patient. Additional information was requested, but no further information is available. There are 224 medical device reports associated with this event. This is 95 of 224.